Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the basal rates on the insulin pump were incorrect. She went on stating; the nurse set up the insulin pump incorrectly. The times for her basal were incorrect and had caused her to wake up low that last two days. The first night she went to bed with blood glucose of 300 mg/dl and woke up with 60 mg/dl. This morning she woke up due cramps in her legs and her blood glucose was 47 mg/dl, she rechecked it and it was the same. She treated her lows with juice and food. Troubleshooting was performed on the insulin pump and no anomalies were noted other than the incorrect basal times, which were corrected. The customer was advised to monitor the device and to call back if the issues persisted. The device is not being returned for analysis.